Manufacturer narrative:
The bactiseal catheter was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer, could be due to manipulation of the device or a sharp or pointed object coming into contact with the device as noted in the IFU silicon has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2024-00148. A facility reported leakage was found around a bactiseal post operative. No additional information was provided after several attempts.